Manufacturer narrative:
Age at time of event: 18 years or older. Device returned to MFR: the device was returned for evaluation. Device analysis revealed that kinks were observed along the length of the imaging window. A kink was observed in the telescope assembly at 74.1 cm from femoral marker to the proximal end. The guidewire exit port assembly was observed damaged. An open hole was observed at the sheath lap joint section of the device. The telescope assembly was not able to properly pull back, advance, or retract due to kink in the telescope. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Impedance testing shows an electrical open at proximal wave form. Full image characterization testing cannot be performed based on the returned condition of the catheter. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from removed hub. Ic windup was found within the telescope section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on the device analysis completed on (B)(4) 2015. It was reported that the catheter failed to cross the lesion and the image did not appear. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to visualize the lesion. However, it was noted that the imaging catheter was unable to cross the lesion at the first intravascular ultrasound (ivus). After a rotational atherectomy (rota) was performed, a functional test was performed outside the patient. However, the image did not appear. The catheter was flushed and reconnected but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.